Event description:
Approximately one year post her breast implants the patient began to experience severe pain in the nipple area. He has general breast soreness. She had an episode of numbness in the left upper breast region lasting for 3-4 days. She has fatigue 50% of her usual energy level. She has difficulty with memory. She had a bilateral capsulectomy with the removal of both implants. Both implants were intactdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.